Event description:
Revision surgery done due to a fractured ceramic femoral head (hip replacement). The pt had no complications from the procedure. The femoral head and acetabular liner were sent to an independent lab for analysis.